Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Knee was revised due to instability and pain.

Event description:
Knee was revised due to instability and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.